Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the device was puncturing outside into the uterus with benign growths surrounding the area"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain/chronic pelvic pain"), genital haemorrhage ("excessive bleeding"), autoimmune disorder ("autoimmune disorder"), menorrhagia ("menorrhagia"), pulmonary embolism ("pulmonary embolism"), hypoxia ("hypoxia") and atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation") in an adult female patient who had essure (batch no. A20053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, vulvitis, situational anxiety, atrial bigeminy, atrial fibrillation, multigravida (2) and parity 2. Blood or heart disorder/condition type: put on beta blocker. Concurrent conditions included multiple allergies, thermal burn, dysuria, suprapubic pain, corpus luteum cyst, menometrorrhagia, cervicitis, uterovaginal prolapse and endometriosis. Concomitant products included alprazolam (xanax), apixaban (eliquis), atenolol, celecoxib (celexa), ibuprofen (motrin), metoprolol succinate (toprol) and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("psychological or psychiatric problems condition:depression"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti¿s"), pityriasis alba ("autoimmune disorder type of disorder:pityriasis alba"), eczema ("eczema"), rash ("rashes"), skin disorder ("skin conditions/ never had any skin problems prior"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), tachycardia ("blood or heart disorder/condition type: tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pulmonary embolism (seriousness criterion medically significant), hypoxia (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), abdominal pain lower ("pain right lower abdominal region") and pelvic discomfort ("discomfort") and was found to have weight decreased ("weight loss") and benign uterine neoplasm ("complications from your essure removal procedure?:the device was puncturing outside into the uterus with benign growths surrounding the area"). The patient was treated with surgery (d and c and biopsy., d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, autoimmune disorder, menorrhagia, hypersensitivity, cyst, vaginal haemorrhage, urinary tract infection, pityriasis alba, eczema, skin disorder, reproductive tract disorder, tachycardia, dysmenorrhoea, weight decreased, pulmonary embolism, hypoxia, atrial fibrillation, abdominal pain lower, pelvic discomfort and benign uterine neoplasm outcome was unknown, the pelvic pain, genital haemorrhage, depression, migraine, headache, nausea and fatigue had resolved and the rash had not resolved. The reporter considered abdominal pain lower, atrial fibrillation, autoimmune disorder, benign uterine neoplasm, cyst, depression, device expulsion, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, hypoxia, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pityriasis alba, pulmonary embolism, rash, reproductive tract disorder, skin disorder, tachycardia, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: right essure coil extends into the myometrium at the cornu, for a length of 1 cm. Right fallopian tube: an intact essure coil is identified within the tube. Left fallopian tube: an intact essure coil is identified within the tube. Ultrasound scan vagina - on (B)(6) 2012: bilateral essure device artifacts noted. Concerning the injuries reported in this case the following events were confirmed via patients medical record : dysmenorrhea,chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the device was puncturing outside into the uterus with benign growths surrounding the area"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain"), genital haemorrhage ("excessive bleeding"), autoimmune disorder ("autoimmune disorder"), menorrhagia ("menorrhagia"), pulmonary embolism ("pulmonary embolism"), hypoxia ("hypoxia") and atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation") in an adult female patient who had essure (batch no: a20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. *blood or heart disorder/condition type: put on beta blocker. Concomitant products included alprazolam (xanax), apixaban (eliquis), atenolol, celecoxib (celexa), ibuprofen (motrin), metoprolol succinate (toprol) and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("psychological or psychiatric problems condition:depression"), cyst ("cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti¿s"), pityriasis alba ("autoimmune disorder type of disorder:pityriasis alba"), eczema ("eczema"), rash ("rashes"), skin disorder ("skin conditions/ never had any skin problems prior"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), tachycardia ("blood or heart disorder/condition type: tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pulmonary embolism (seriousness criterion medically significant), hypoxia (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), abdominal pain lower ("pain right lower abdominal region") and pelvic discomfort ("discomfort") and was found to have weight decreased ("weight loss") and benign uterine neoplasm ("complications from your essure removal procedure?:the device was puncturing outside into the uterus with benign growths surrounding the area"). The patient was treated with surgery (d and c and biopsy., d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, autoimmune disorder, menorrhagia, hypersensitivity, cyst, vaginal haemorrhage, urinary tract infection, pityriasis alba, eczema, skin disorder, reproductive tract disorder, tachycardia, dysmenorrhoea, weight decreased, pulmonary embolism, hypoxia, atrial fibrillation, abdominal pain lower, pelvic discomfort and benign uterine neoplasm outcome was unknown, the pelvic pain, genital haemorrhage, depression, migraine, headache, nausea and fatigue had resolved and the rash had not resolved. The reporter considered abdominal pain lower, atrial fibrillation, autoimmune disorder, benign uterine neoplasm, cyst, depression, device expulsion, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, hypoxia, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pityriasis alba, pulmonary embolism, rash, reproductive tract disorder, skin disorder, tachycardia, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet-events abnormal bleeding (vaginal, menorrhagia), uti¿s, depression, pityriasis alba eczema, rashes or skin conditions/ never had any skin problems prior, migraines / headaches, reproductive system disorder or condition type of disorder or condition: hysteroscopy with d&c, blood or heart disorder/condition type: put on beta blocker, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), pain, fatigue, weight loss, pulmonary embolism hypoxia s/p hysterectomy,discomfort,complications from your essure removal procedure?:the device was puncturing outside into the uterus with benign growths surrounding the area and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("depression") and cyst ("cysts"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, depression and cyst outcome was unknown. The reporter considered autoimmune disorder, cyst, depression, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.